Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes caused by post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made.